Event description:
A surgeon reported that the glaucoma filtration device (gfd) would not release from the delivery system because the wire was hard. A trabeculectomy was performed to complete the procedure without pt harm. Additional information was received from the surgeon, who reported that the incision was enlarged and a trabeculectomy was performed. As a result, the intraocular pressure was controlled by normal method (trabeculectomy). Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the device history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).